Manufacturer narrative:
(B)(4). The customer observed discrepant patient htsh results generated from axsym when compared to the architect methodology. Initial results of 0.3 uiu/ml and 36 uiu/ml were obtained on the axsym and architect platforms, respectively. There was insufficient volume of the initial patient sample available to retest on the axsym. The customer technical advocate (cta) discussed sample integrity with the customer and reviewed the htsh package insert regarding sample integrity and sample collection. The customer reported the sample was collected on a green top tube, but did not know if it was a lithium heparin or sodium heparin tube. The cta informed the customer lithium heparin tubes are not appropriate sample collection tubes per the axsym htsh ii package insert, therefore, the patient was re-drawn and results of 36.5 uiu/ml and 36 uiu/ml were generated on the axsym and architect, respectively. Review of the axsym's message history determined no probe crashes occurred, therefore, a field service call was initiated. Field service replaced both syringe drives and bulk solution valves #1 and #3 were proactively replaced. Field service verified instrument operation following part replacement, and following field service intervention, the results were as expected. Review of the axsym maintenance history indicated there was no additional erratic result complaints following the field service visit. The axsym system operation manual contains adequate information regarding corrective actions for multiple probable causes for the customer's issue of inconsistent results or results not expected. The probable causes listed include: sample integrity (fibrin, red blood cells, particulate matter), malfunction of instrument sampling and processing syringes, valves, optics, probes, and probe link tubing. The manual also refers the operator to assay specific package insert for processing samples. Additionally, the operational precautions and limitations section of the axsym system operation manual contains a statement to evaluate every result in conjunction with clinical data, e.g., symptoms, results of other tests, patient history, clinical impressions, and other diagnostic procedures. Furthermore, the axsym htsh ii package insert provided information regarding suitable specimens, specimen collection, expected results and limitations of the procedure. Review of complaint databases for similar complaints for the same time frame of the customer's issue did not identify any similar complaints. Additional review of corrective action/preventive action metrics did not identify any adverse trends with regards to the customer issue. The most probable root cause for the customer's erratic htsh patient results could not be determined with the available information. A deficiency of the axsym system was not identified in the investigation. This is the final report.

Event description:
The customer stated that an axsym ultrasensitive htsh ii result of 0.3 miu/ml was generated on a patient taking synthroid. The sample was sent to another facility for thyroid panel testing. An architect tsh result of 36 miu/ml was generated. The patient was redrawn and the axsym ultrasensitive htsh ii result was 36.85 miu/ml. The customer issued a corrected report. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.